Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was displaying inaccurately low readings compared to her feelings or normal results and was reading control solution inaccurately low. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred during the beginning of march (unknown year). The patient reported obtaining a reading of "108mg/dl" on the lfs meter with blood and "43mg/dl" with control solution. The patient reported using self adjusting insulin to manage her diabetes including levemir, and 6-28 units of novolog before meals and 6-12 units of novolog after meals. The patient reported during march, she decreased her usual dose of medication. It is unknown if the patient developed any symptoms due to the alleged issue. The patient reported during the beginning to middle of (B)(6) (unknown year), she was treated by emergency medical services (ems) and a reading of "47mg/dl" was obtained and she was treated with IV fluids in the emergency room (ER) at the time of troubleshooting, the cca confirmed the patient's test strips were in good condition and the meter was in the correct unit of measurement at the time of testing. However, a control solution test was not run due to the patient not having any control solution at the time of the call. The patient was found to be using the correct test steps. Replacement products were sent to the patient. This complaint is being reported since the patient claims due to the alleged issues, a severely low blood glucose reading was obtained and the patient required treatment from a healthcare professional. This incident description contains information from related (B)(4).

Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.